Manufacturer narrative:
Implanted date: (B)(6) 2014 (exact date unknown). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone [0.1 mg/ml] at a dose of 0.10001 mg/day and clonidine [112.5 mcg/ml] at a dose of 112.51 mcg/day via an implantable pump. The indication for use was not provided. It was reported that a motor stall occurred twice within 24 hours, and that the last motor stall did not recover. An MRI was not performed and no cause was determined. The patient did not have any symptoms. The pump was replaced on (B)(6) 2019 and would be returned for analysis. No further complications were reported or anticipated.